Event description:
Two endeavor sprint drug-eluting stents were implanted during the index procedure in the rca. At 21 months post index procedure, the patient suffered an mi in the lad and a resolute integrity drug-eluting stent was implanted. It is reported that the patient expired approx 35 months post index procedure. Cause of death was cardiac (mi). Investigator has assessed that the event was probably related to the study device and procedure.

Event description:
The investigator assessed that patient death was unlikely related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
It was reported that the previously reported death was assessed to be probably related to the study device and the previously reported mi that occurred on the date of death was assessed to be unlikely related to the study device.